Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had a possible conductor fracture of the lv2 electrode. The threshold and pacing impedance had rapidly risen - starting about three months earlier - and both were now high; an alert was triggered. The pacing vector was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.